Event description:
It was reported that during central processing, the force bipolar instrument was broken at the distal tip. There was no report of patient involvement. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: customer could not provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument to perform failure analysis. At the time of this report failure analysis has not been completed. A follow-up MDR will be submitted after failure analysis investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip. One of the grips was completely broken off. A piece approximately 0.577" x 0.188 was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.